Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patients tested with coaguchek xs pro meter serial number (B)(4). Results from the meter were compared to results measured with the dade innovin laboratory method. For each comparison, the time frame between sample collections is not known. A clarification of the sample collection time has been requested. A sample from the first patient was tested on the meter, resulting as > 8 inr. A sample from the same patient was tested in the laboratory, resulting as 5.2 inr. A sample from the second patient was tested on the meter, resulting as > 8 inr. A sample from the same patient was tested in the laboratory, resulting as 4.8 inr. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Relevant retention test strips (lot 294944) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
For each result comparison, the time frame between sample collections was less than 7 hours.

Manufacturer narrative:
The customer¿s returned two strips vials for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. The maximum difference between measurements with the same blood sample was 0.1 inr (marcumar 1) and 3% (marcumar 2). Testing results: vial 480679. Donor #1: retention meter and master lot strips: 1.9 inr , retention meter and customer strips: 1.8inr. Donor #2: retention meter and master lot strips: 3.7 inr , retention meter and customer strips: 3.6 inr . Testing results: vial 440643. Donor #1: retention meter and customer strips: 1.9inr. Donor #2: retention meter and customer strips: 3.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.